Event description:
It was reported that the patient underwent revision surgery for the removal and replacement of ams 700 cx preconnected pump and cylinders due to unspecified reason. Additional information received stated that the previous prothesis was 18cm and distal tips 3cm so the proximal part of prothesis was too short. There was a concorde effect. The patient condition following procedure was good.